Event description:
During a crrt treatment, using a prismaflex® control unit, the venous needle dislodged from the fistula. As a result, the patient lost an unknown amount of blood. The patient, who was receiving blood transfusion at the time of the event, was transfused with one (1) additional unit of blood and the dose of inotropes was temporarily increased.

Manufacturer narrative:
A gambro technician inspected the prismaflex® control unit after the reported event, no deviation associated with the reported event was identified. The analysis of the treatment data downloaded from the prismaflex® control unit does not indicate any deviations or malfunction. The data files the alarm limits for ¿return pressure dropping¿ or the ¿return disconnection¿ alarm were not met, which is why no alarms associated with the needle dislodgement were issued by the prismaflex® control unit . There is no information to reasonably suggest that any gambro product caused or contributed to the reported event.